Event description:
Physician reported swelling on the patient's shoulder six months following rotator cuff repair with orthadapt bioimplant augmentation. During surgical exploration, the graft was noticed to be loose and was easily removed from the tendon tissue.

Manufacturer narrative:
The product was not returned to the manufacturer for evaluation. As a result testing could not be performed. Cause of the event is unknown at this time. Additional information was requested from the physician; however, no additional information was provided at the time of this report. The manufacturing lot and expiration date of the device were not provided.